Event description:
Caller reported a tandem mobi cartridge alarm during the load process. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer attempted to follow instructions to reload the cartridge and resume insulin therapy, but cartridge alarm persisted. As a resolution, technical support arranged to replace the pump and advised the customer to use manual daily injections (mdi) as backup therapy. Customer was informed on how to return the problematic pump and steps required for setting up the replacement, which was dispatched without requiring a delivery signature.